Event description:
It was reported that during a procedure performed by dr. On (B)(6) 2013, the tip of two reform polyaxial drivers fractured in the head of the poyaxial screw. Both screws were removed and replaced with new screws using an alternate driver available in the set. This resulted in a delay to procedure of approximately twenty (20) minutes. No injury to the patient was reported.

Manufacturer narrative:
The reported event involves the failure of two (2) drivers from the same lot. Only one report is being filed to include evaluation of both drivers. Evaluation of the returned drivers was not performed as the failure mode was identified in a previous investigation. The drivers failed under brittle material circumstances. Review of receiving inspection reports for this lot found that a total of fifty-four (54) drivers were received from the supplier and released for distribution in (B)(4) of 2013 with no deviation or anomalies. Review of complaint history found a total of three (3) reports for fractured tips for this lot/design revision. One of which was reported to have occured when the driver was dropped on the floor during cleaning process, not during a procedure. A CAPA was initiated, which identified the root cause to be attributed to the material used being too brittle causing premature failure. Corrective actions were initiated to change to a less brittle material and to add a fillet between the hexalobular tip and the driver shaft to increase stress relief at those mechanical interfaces. A health hazard evaluation was performed, determining a non/negligable health risk. It was determined that a stock recovery would be initiated for this lot.